Event description:
No lens was ejected upon using the cartridge- nothing came out. Another lens was used to complete the procedure - same lens but it was just not preloaded (zcb00). Product did not have patient contact or patient harm. Manufacturer response for lens tech pre load, (brand not provided) (per site reporter). Product will be returned for evaluation.